Manufacturer narrative:
Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. A 3.00x12mm promus element plus drug eluting stent was deployed at the "actual very proximal portion of the body and was hanging out of the aorta" during post dilation the guide wire went through the proximal strut of the sent, and a bend in the sent was noted after the physician advanced the balloon catheter . The procedure was completed with a different device. No patient complications were reported and the patient status is fine.